Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 29 mmol/l at the time of incident. The customer declined to troubleshooting for high blood glucose value. Customer was treated with insulin pen and insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.